Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).

Event description:
During onyx injection, it was reported onyx was not seen exiting out the tip of the catheter. No pt injury reported. Same event as MDR # 2029214-2010-00108.